Event description:
According to the reporter: exploration on postoperative day 10 revealed that the sealant was causing cauda equina compression proximal to the site of the durotomy. Duraseal gel was placed over the leak. A total volume of approximately 3 ml was applied. However, once fully expanded, excess duraseal was removed. Original leg pain had returned and the patient was confined to bed with progressive back and left leg pain. On day 9 postoperative, he was readmitted and mr imaging was repeated. Ten days after the initial discectomy, revision surgery was performed. A large amount of blue duraseal material was visualized. After removing duraseal, the csf leak recurred. This was sealed with a small rectangle of duraseal and rectangles of thin gelatin sponge. After surgery, the patient's neurologic status was normal. Patient: (B)(6).

Manufacturer narrative:
(B)(4).